Manufacturer narrative:
Device passed displacement test. However, unit alarmed a33 during basic occlusion test due to loose/protruded drive support disk. Unable to perform prime test, occlusion test or excessive no delivery test due to a33 alarms.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a compromised force sensor system alarm and the insulin squirted out during the manual prime. The customer's blood glucose level was 7.4 mg/dl at the time of the incident. The drive support cap was sticking out. The customer was disconnected during the prime. The insulin pump was not bumped or dropped, or had any contact with water. The device will be returned for analysis.